Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings during his weekly calibrations. Review of sensor data did not indicate any system malfunctions. Support advised the user to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment as a proactive troubleshooting measure. The sensor re-link was successfully completed on (B)(6) 2025 12:25:27 pm. Calibrations entered after the sensor re-link fit sg trends well with occasional differences due to lag. The user also confirmed that the system had improved and had no additional questions. Per dms review, the system is in use with information up to date.